Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator has an internal leak. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Health impact, event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have wear and tear on the housing around the battery compartment. The input fitting was missing the o-ring washer and the o-ring was torn. Three screw cover bungs were missing. The reported issue was confirmed during functional testing when leaking was observed. The issue was traced to the torn o-ring. The investigation attributed the root cause of this condition to user interface. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service since july 2017, for preventative maintenance only. The device received a new battery and sintered filter. Replaced screw covers and cleaning and preventative maintenance.